Manufacturer narrative:
B5: describe event or problem, corrected data: the initial reporter inadvertently included the statement "no known relevant surgical intervention has occurred to date" despite surgical intervention having already occurred. H6: types of investigation, corrected data: a relevant code was inadvertently left out by the initial reporter.

Event description:
Per the response received from the physician, the battery was very low and settings were lowered to preserve battery life until replacement could be scheduled which was challenging due to distance. The low battery was attributed to the increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having increased seizures and has been referred for surgery. The device was later confirmed to have been explanted prophylactically. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.